Manufacturer narrative:
Return of product has been requested. Product not provided by reporter. Therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off; scoop which contains hairs broke loose from the tip [device breakage]. No adverse event. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b flexisoft brushhead came off and leaped into her throat. She had recently replaced the old brush head. The case outcome was no symptoms. No further information was provided. On (B)(6) 2015 received consumer follow-up: the consumer reported that she changed the tip about 2-3 weeks ago, and during a brushing, the scoop which contains hairs broke loose from the tip. No further information was provided.